Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Investigation summary: the complaint device was received at service center and evaluated. The defect reported by the customer has been verified and repaired. The following repair activities were performed: "micro": preventive replacement of o-rings performed. Motor does not turn: motor replaced. Motor corroded - motor replaced. Short circuit in the motor cable - motor cable replaced. Resistance value out of specs: handcontrol set replaced. Contacts of the keypad corroded: handcontrol set replaced. Fluid ingress into the system is the possible root cause for cable resistance values being out of specifications, corroded keypad and the corroded motor which in turn causes the jamming of the motor. We cannot determine a definitive root cause for the short circuit. A manufacturing record evaluation was performed for the finished device [product code: 283512,serial number: (B)(4)] , and no non-conformances were identified. The testing of the unit was completed per the service manual. The unit passed all functional tests and is fully operational. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by the affiliate via phone that the micro tornado hand piece with hand control has an article defect.